Manufacturer narrative:
Haddad, f., desai, k., sarkar, j., dorrell, j., (1996), the ao unreamed nail: friend or foe, internation journal of the care of the injured, 26(8), 261-263 ((B)(6)). This report is for an unknown screw. UDI: unknown part number, UDI is unavailable. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: haddad, f., desai, k., sarkar, j., dorrell, j., (1996), the ao unreamed nail: friend or foe, internation journal of the care of the injured, 26(8), 261-263 ((B)(6)). Twenty-nine tibial shaft fractures were stabilized with the ao tibial unreamed nail. This event took place from june 192 and may 1994. The average follow was fourteen months with a range of six to twenty-eight months. The complications that was reported are six cases of interlocking screw breaking all of these issues required revision. A copy of the journal article is being submitted with this medwatch. This is report 2 of 2 for (B)(4). This report is for an unknown screw.

Manufacturer narrative:
Date was initially reported as (B)(6) 2015 and is corrected to (B)(6) 2016 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.